Event description:
Customer reported that the insulin pump became stuck in a "preparing to prime" loop and that he was unable to exit. Customer was advised to hold down the act button until receiving a second series of beeps or numbers displaying on the screen, and he stated that he received neither of these. The blood glucose reading was 97 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.